Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 20th march 2025, it was reported by an arthrex employee via email that for an ar-5100-09, graftbolt®, tibial, 9 mm, the sheath broke during insertion. This was detected during an anterior cruciate ligament and meniscus repair procedure on (B)(6) 2025. The procedure was completed successfully as a new ar-5100-09 was used. There was no patient harm, and no secondary procedure needed.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Upon visual inspection, it was noted that the tibial fixation device was broken off and the peek screw was not returned for investigation. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to misaligned insertion; prying/leveraging the device during insertion.